Event description:
Customer reported a missing bolus in the bolus history file. Customer also reported a high blood glucose level of 600 mg/dl. Customer's current blood glucose reading was 146 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.